Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range right ventricular (rv) impedance measurements. The rv lead was tested and bipolar configuration showed high out of range measurements while successful measurements were obtained in unipolar configuration. The device was reprogrammed to unipolar and physician noted rv lead fracture. In addition, out of range intrinsic amplitudes were noted. This pacemaker system remains in service. No adverse patient effects were reported.